Manufacturer narrative:
The cause for the discordant enhanced estradiol (ee2) results is unknown. Siemens healthcare diagnostics is investigating. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2018-00233, MDR 1219913-2018-00234, and MDR 1219913-2018-00235 were filed for additional sample testing for the same patient.

Event description:
Customer observed elevated advia centaur xp enhanced estradiol results for three samples from the same patient compared to clinical expectations and an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp enhanced estradiol results.

Manufacturer narrative:
MDR was filed on september 13, 2018 reporting elevated advia centaur enhanced estradiol results for three samples from the same patient compared to clinical expectations and an alternate method. December 6, 2018 - additional information: the customer returned two patient samples that were processed n = 1 neat and 1:2, 1:4 and 1:8 on advia centaur xp, and at n = 2 on immulite 2000 xpi and dimension vista. The patient sid (B)(6) was pretreated with hbt and tested on the advia centaur ee2 assay. Sample 1 - sid (B)(6): customer lab; advia centaur xp ee2 result = 424.23 pmol/l. Customer lab sent out for alternate method = 63 pmol/l. Siemens advia centaur xp ee2 data. Neat= 408.25 pmol/l. Hbt= 152.97 pmol/l. 1:2 dilution= 200.9 pmol/l. 1:4 dilution= 139.17 pmol/l. 1:8 dilution = 59.38 pmol/l. Siemens immulite 2000 xpi e2 data =87.7 pmol/l. Siemens vista e2 data= 71.9 pmol/l. Sample 2 - sid (B)(6): customer lab advia centaur xp ee2 result = 427.61pmol/l. Customer lab sent out for alternate method = 97pmol/l. Siemens advia centaur xp ee2 data-. Neat= 380.1 pmol/l. 1:2 dilution= 206.8 pmol/l. 1:4 dilution= 124.4 pmol/l. 1:8 dilution = 65 pmol/l. Siemens immulite 2000 xpi e2 data= 169 pmol/l. Siemens dimension vista e2 data= 87.7 pmol/l. This issue only affected sample from this patient. No information is known about medication taken by the patient. Results obtained from advia centaur xp recovered high compared to immulite 2000 xpi and dimension vista, which recovered much lower. The serially diluted patient samples showed a linear decrease indicating a sample specific interference. Pretreatment with heterophilic blocking tubes decreased the ee2 result for patient sid (B)(6) by over 50%, indicating a heterophilic interference. The limitations section of the instructions for use states: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays.(6) patients routinely exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. " a siemens product non-conformance has not been identified. No further action is required. MDR 1219913-2018-00233 supplemental 1, MDR 1219913-2018-00234 supplemental 1, and MDR 1219913-2018-00235 supplemental 1 were filed for additional sample testing for the same patient.